Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was difficult to place during implant. It was noted that the lead exhibited high thresholds and that the helix could not be "opened completely." The physician chose to remove the lead and an alternative lead was implanted. No patient complications have been reported as a result of this event.